Manufacturer narrative:
B3: event date: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was in good condition after the procedure.